Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("pain: dysmenorrhea"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure coils, tube reconstruction). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, migraine, hot flush, mood swings, fatigue, alopecia, vaginal discharge, weight decreased, abdominal pain lower and pelvic pain outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: type of surgery: removal of coils and fallopian tube implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - in (B)(6) 2016: essure confirmation test(s) conducted: yes, results were not provided. Lot number: c51081. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, mood swings, hot flush, dyspareunia, weight decreased batch no c51081. Production date 2014-04-28. Expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("pain: dysmenorrhea"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure coils, tube reconstruction). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, migraine, hot flush, mood swings, fatigue, alopecia, vaginal discharge, weight decreased, abdominal pain lower and pelvic pain outcome was unknown and the dysmenorrhoea, menorrhagia, dyspareunia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: type of surgery: removal of coils and fallopian tube implantation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - in (B)(6) 2016: essure confirmation test(s) conducted: yes, results were not provided. Lot number: c51081 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, mood swings, hot flush, dyspareunia, weight decreased. Most recent follow-up information incorporated above includes: on 30-oct-2020: mr and pfs received. Reporter information, lot number, concomitant drug added. Events: abnormal bleeding(vaginal), pain added. Event onset date were added. Event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding'). In an adult female patient who had essure (batch no. C51081), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products, included for an unreported indication: tylenol in (B)(6) 2016. Concomitant products included: medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("pain: dysmenorrhea"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2017, the patient experienced migraine ("migraines/headaches"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue") and alopecia ("hair loss"). And was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure coils, tube reconstruction). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, hot flush, mood swings, fatigue, alopecia, vaginal discharge, abdominal pain lower and pelvic pain outcome was unknown. And the dysmenorrhoea, menorrhagia, migraine, dyspareunia, weight decreased and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: type of surgery: removal of coils and fallopian tube implantation. Discrepancy noted: as per pfs, the essure confirmation test is not done. But the case consists of imaging procedure done with results unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 24.3 kg/sqm. Imaging procedure: on (B)(6) 2016, essure confirmation test(s) conducted? Yes, results were not provided. Lot number#: c51081. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, mood swings, hot flush, dyspareunia, weight decreased. Batch no: c51081, production date: 2014-04-28, expiration date: 2017-04-30. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: event: outcome was updated to recovered/ resolved for migraine and weight loss. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: tylenol in (B)(6) 2016. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("pain: dysmenorrhea"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove essure coils, tube reconstruction). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, hot flush, mood swings, fatigue, alopecia, vaginal discharge, abdominal pain lower and pelvic pain outcome was unknown and the dysmenorrhoea, heavy menstrual bleeding, migraine, dyspareunia, weight decreased and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hot flush, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: type of surgery: removal of coils and fallopian tube implantation discrepancy noted: as per pfs the essure confirmation test is not done but the case consists of imaging procedure done with results unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - in (B)(6) 2016: essure confirmation test(s) conducted: yes, results were not provided. Lot number: c51081 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: alopecia, mood swings, hot flush, dyspareunia, weight decreased batch no: c51081, production date: 2014-04-28, and expiration date 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol (tylenol). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain: dysmenorrhea"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, migraine, hot flush, mood swings, dyspareunia, fatigue, alopecia, vaginal discharge, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, vaginal discharge and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test(s) conducted: yes, results were not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received. Reporter's information added. Case become serious incident .removal details were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report